Manufacturer narrative:
(B)(4). Date sent 10/14/2024, d4 batch #838c45. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload present. The reload was received partially fired 1/16. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. Regarding the partially fired reload, it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 838c45, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9dl56, and no non-conformances were identified.

Event description:
It was reported that during a liver resection surgery, could not fire. Another device was used to complete the procedure. There was no patient consequence reported. No additional information can be provided.